Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with optilene suture. The client reported that the suture thread was broken 8 times during the suturing process. Another time, after continuous suturing, there was a broken thread in the upper part of the suture. This type of disconnection incident has occurred 9 times within a year, and the customer only provided information on two recent cases: the first example: surgical information: arteriovenous fistula reconstruction surgery. Patient information: age 67, gender: female. During the suturing process, the thread was broken, the surgeon changed the thread and re sutured it, but it did not affect the patient. No patient harm. Second example: surgical information: arteriovenous fistula reconstruction surgery. Patient information: age 72, gender: female. The operator continues to suture and the upper part of the suture breaks, the operator changed the suture and re suture it. The customer's concern is that the suture may break in the body after the surgery, and if it does, the consequences will be very serious. No patient harm. The broke thread at that time did not be kept and could only send back others in the same box. Additional information has been requested.

Manufacturer narrative:
Corrected data: d4: the lot number and expiration date have been corrected. Additionally, in h4, the manufacturing date has been changed to reflect the updated batch number. Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received a closed sample. Knot pull tensile strength results conducted on the closed sample received is 0.226 kgf and fulfils the requirements of the european pharmacopoeia (ep): 0.10 kgf in average and 0.036 kgf in minimum. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed sample received complies usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the closed sample received fulfil b. Braun surgical specifications, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed sample received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.